Manufacturer narrative:
Other relevant device(s) are:battery part number: 9735773 lot number: unk. The site reported the system turning off after being unplugged. The system would not restart. During system checkout, the system started and ran self-test. The battery level when unplugged leveled out at 28%. Left the system plugged in for a hour and had the same results. Replaced the batteries and instructed site to plug systems in at all time to insure proper battery levels. System preforming as intended and parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside a procedure. It was reported that the site was downloaded images for an upcoming case and when the moved the system, it shut down. When they tried to power back up, they said it would not power up. The site switched to another stealth for the upcoming case. There was no patient present.